Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient dob not provided by reporter. Original implant date unknown. Unknown if plate was explanted. Device is expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date:19th august 2014, expiry date:1st august 2024, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that during a surgery, a surgeon tried to fix the reported plate with cortex screws. At that time, the surgeon felt some hardness from bone of the patient's affected area. Therefore, the surgeon did not choose manually tightening the reported cortex screw. Then, the surgeon started to tighten the reported cortex screw using a screwdriver. However, the reported screw was broken at the thread portion. The surgery was extended for 30 minutes. This report is 2 of 3 for (B)(4).